Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that insulin pump was return without authorization. Failure analysis was performed on insulin pump.